Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 24-jun-2024, it was reported that the patient had skin reaction to cannula which was redness and hardening. The patient also got fever and her physician started with antibiotics and by now she was feeling better. The patient use cannula which was hardening on removal of it and it was palpable. Cannula is only removed after half a day of belly, so that there was as little as possible leakage is in the skin interlayers. No further information available.